Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch # 229c65. B3: exact event date unk, entered (B)(6) 2023 as ono event date was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. In addition, lots of excessive fluid was noted on the jaws and knife. The device was closed and the home button was pressed, and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Device history review a manufacturing record evaluation was performed for the finished device batch number 229c65, and no non-conformances were identified. Additional information was requested and the following was obtained: no buttress material was being used¿the device opened just a little bit but not enough for the scrub tech to change the reload after the 6th firing. The handle looked like it should be fully open. Was the device locked on tissue with the jaws closed? No the jaws were not on tissue¿but I think think the blade was moved forward accidentally if yes, how was the device removed? N/a. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? We hit the homes button which brought the knife blade back to the start position where we could open the jaws of the device. Did the jaws eventually open? Yes.

Event description:
It was reported by the sales rep that during an unknown procedure, after firing, the jaws of the device would not open up completely. No other information is available at this time. No patient consequences were reported.